Event description:
It was reported that the pump beeped and the touchscreen was frozen and unresponsive. The customer's blood glucose was 145mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.